Event description:
Distributor forwarded notice of a legal complaint filed against them involving an accuflex fiber. The distributor's internal investigation leads them to believe that this was a procedure in which a 1000um accuflex fiber was used with a laser to remove mucus from lung transplant patients. During the procedure, the laser fired into the bronchoscope, causing the bronchoscope to burn and the pt to have a mild thermal burns along the track of the bronchoscope. The complaint further alleges that this event played a role in the pt's death 4 months later.

Manufacturer narrative:
Complaint from user was not reported to ams or our distributor for this device. Device has not been returned for eval, and ams has not been able to confirm the fiber used is our accuflex device. Distributor believes it must be this device, as they believe it is the only one they sell that is compatible with the model of laser used in the procedure.